Manufacturer narrative:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance (biocleaning). The autopulse platform is a reusable device and was manufactured on 03 apr 2010. It has exceeded its expected service life of 5 years the platform was received with observed physical damage on the front and bottom covers. Upon removal of the front and bottom covers of the platform, fluid (blood) ingress was observed through the ventilation grille and spread throughout the interior of the platform that caused the metallized coating inside the top cover to rust and corrode, confirming the customer reported event. The platform was disassembled and biocleaned. The observed rust and corrosion were cleared. Prior to platform reassembly, the platform was functionally tested and powered on without issue, the platform was tested using a large resuscitation test fixture and displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message on the user control panel during take-up. A load characterization check was performed and verified that the load cells modules are defective. Review of the archive data revealed no event of a ua 18 error message. The observed ua 18 error message during investigation is likely caused by user mishandling and is unrelated to the customer report of fluid (blood) ingress. After replacement of the load cell module, the platform was further functionally tested and passed all functional testing criteria without any issue observed. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance (biocleaning). As part of routine service during testing, the platform was examined and displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message on the user control panel during take-up.